Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055. User had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 03-nov-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer was unable to troubleshoot when complaint was reported on (B)(6) 2020. Customer was contacted (B)(6) 2020 and troubleshooting was completed. The customer is concerned with test results from results obtained of 302 mg/dl. Customer also stated results from the truemetrix meter were higher when compared to another device; actual meter to meter comparison test results were not provided. The customer¿s expected fasting blood glucose test result range is 130-140 mg/dl; expected non-fasting blood glucose test result is 150 mg/dl. The customer felt well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 206 mg/dl using truemetrix meter. The product was stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/14/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 16-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect detected. Corrected sections as of 16-dec-2020: h10: most likely underlying root cause corrected from "mlc-055 user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system" to "mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test."